Event description:
It was reported that following an ablation procedure, the patient experienced a sub-acute stroke near the trajectory track of the probe. The stroke was noted on a routinely scheduled screening and a MRI was performed on (B)(6) 2019. The patient was asymptomatic and the anomaly was found only on an image. The event was considered resolved on (B)(6) 2019.